Manufacturer narrative:
H10 additional narrative: h3, h6: a product investigation was conducted: investigation flow: damage visual inspection: the verse x25 inserter/tightener (p/n: 299704230, lot number: gm5355603) was received at us cq. Upon visual inspection, the hexalop tip of the device worn out and was almost rounded. No other visual non-conformity was identified device failure/defect identified? Yes dimensional inspection: no design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the hexalop tip of the verse x25 inserter/tightener (p/n: 299704230, lot number: gm5355603) was worn out and was almost rounded. No definitive root cause could be attributed based on the provided information and the investigation but it is likely that the wear out was a sign of end of life of the device. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5355603 was released in a single batch. ¿ batch1: lot qty of 91 units were released on dec 20, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the surgery the inserter tip was damaged. It was unknown if the surgery delayed and completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).